Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer's blood glucose was 300, 450, 364 mg/dl. The customer was treated with the insulin pump. There was no delivery alarm. The troubleshooting was not performed for the high blood glucose and performed for the high blood glucose. The insulin pump will not be returned for analysis.